Event description:
Plugged in esu pad, monopolar, and bipolar cords to esu machine. Passed off bipolar foot pedal. Physician initially used bipolar forcep, but said it was not working. Machine settings at 25/25/25. Tried multiple times. Esu device turned off on its own; attempted to reset itself for approximately 2-3 minutes. Came back on, but still the same result. Switched to a different esu and all worked.